Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific values were provided. Reportedly, customer attempted to program an extended bolus to treat elevated bg level. Customer changed out the infusion set a few hours later, received the extended bolus, and subsequently, experienced a low bg level less than 20 (mg/dl). It was reported that the customer was found unresponsive and paramedics administered a glucagon injection to treat low bg. Customer was not taken to the hospital. Tandem technical support advised the customer about insulin stacking and recommended that they call in for any future issues.

Manufacturer narrative:
(B)(4).